Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch #0226909. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint.

Event description:
It was reported that 3 swab alcohol 100 bx 1200 had foreign matter during use. The following was reported by the initial reporter: "it was reported that two swabs were yellow on the edge from one box and one swab from the other box.. Verbatim: consumer reported found with 2 swabs fm - 1/4" yellow on the edge of swabslot # 0226909. Catalog# 326895. Date of event: unknown. Sample status awaiting sample consumer reported 1/4" yellow on the edge of swabslot # unknown. Catalog# 326895. Date of event :unknown. Sample status discarded."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0226909. Medical device expiration date: 2025-07-31. Device manufacture date: 2020-08-13. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 swab alcohol 100 bx 1200 had foreign matter during use. The following was reported by the initial reporter: "it was reported that two swabs were yellow on the edge from one box and one swab from the other box. Verbatim: consumer reported found with 2 swabs fm - 1/4" yellow on the edge of swabs: lot # 0226909, catalog# 326895, date of event: unknown. Sample status: awaiting sample. Consumer reported 1/4" yellow on the edge of swabs: lot # unknown, catalog# 326895, date of event: unknown. Sample status: discard".